Event description:
Information received indicates the brake does not work when engaged.

Manufacturer narrative:
The technician isolated the issue to the brake and brake/steer casters. He replaced the brake and brake/steer casters to repair the stretcher.